Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The tube extension was broken and missing a piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Failure analysis concluded the tube extension likely broke due to excessive side loading or other mishandling. Additional observations not reported were deep scratches on main tube and corroded back idler pulleys. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. All 6 back idler pulleys exhibited a yellowish-orange material on surface of each pulley. This material could likely add friction when each pulley rotates. Failure analysis concluded damage was likely due to improper cleaning. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the scratch with material removal,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the orange sleeve is cracked on a monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.